Event description:
Healthcare professional reported a patient experienced the events of ¿seroma¿ and ¿one breast is larger than the other¿. Healthcare professional additionally reported "evidenced bia-alcl sings", "breast prosthesis capsule with focal atypical lymphoid infiltrate in fibrous wall", left implant with undulated contour, capsular contracture [baker grade unknown], sparse cysts. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, changed, and/or corrected data: b.3., b.6., d.3., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a patient experienced the events of ¿seroma¿ and ¿one breast is larger than the other¿. Healthcare professional additionally reported "evidenced bia-alcl sings", "breast prosthesis capsule with focal atypical lymphoid infiltrate in fibrous wall", left implant with undulated contour, capsular contracture [baker grade unknown], sparse cysts. The device has been explanted.